Manufacturer narrative:
The device was not returned for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. As stated in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Complainant reported a patient was implanted with an impella cp pump due to (nstemi) non-st elevated myocardial infarction. Following insertion, optimal flow rates could not be obtained and it was discovered that the device was kinked. After multiple failed attempts to reposition during CPR, the pump was removed, flushed, and reinserted successfully into an optimal position. The patient's prolonged cardiac arrest prevented the possibility of ECMO support. Despite better flow rates, the patient passed away after an hour of advanced cardiac life support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-16653 in accordance with updated procedures.